Manufacturer narrative:
The other jostent graftmaster is being filed under another MFR number.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster requiring an additional device. Device issue: failure to cross. It was reported that hypotension occurred from a perforation in the diagonal, with pericardial effusion. Two jostent graftmaster stents were used; however, the stents were unable to cross the perforation. The perforation was treated with balloon inflations. No add'l event or pt info is available.